Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and ten months of post deployment, patient with thrombosed inferior vena cava, bilateral iliac veins and bilateral femoral veins. Patient was planned for thrombolysis. Bilateral leg venogram showed an evidence of occlusive clot on both sides. Vena cavogram showed an occluded cava with patency at the level of the filter but thrombosed below that. Thrombolysis was initiated initially with placement of tpa within the clot starting at femoral vein. Venogram demonstrated a thrombus even at the level of the filter. Mechanical thrombectomy was performed over this area. There was still residual thrombus present in the midportion of the left iliac vein. There also similar issues on the right with a separate area of thrombus in distal common femoral vein. There was no longer additional need for mechanical and pharmacologic treatment since there was excellent flow through the cava and through the filter. Wall stent was placed on left ilio-caval, right ilio-caval and right femoral. Final venogram were performed which showed brisk flow throughout the venous system without any evidence of residual thrombus. Therefore, the investigation is inconclusive for perforation of inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced thrombus at the level of filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, a computed tomography scan revealed that the filter struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.